Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced tube drivearm, carriage block assembly, front cover, rear case, left & right iui connectors, left & right handles, shaft seal, seal wiper, flange gripper retainer, barrel clamp, front & rear doors, latch module and pca lock label. Performed calibration. A review of the device history record for sn (B)(4) was performed from date of manufacture 02/17/2007 to present date (B)(6) 2020 and note that this device has been returned for service twice without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device failed preventative maintenance and had a damaged case. No patient involvement was noted.